Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 400 mg/dl. Customer reports the infusion set cannula is bent. Customer decline troubleshoot for high blood glucose because customer know it happened due to the bent cannula. The insulin pump will not be returned for analysis.